Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Further analysis was performed on the main pcb and the interconnect flex. No anomalies were observed during visual inspection and bench analysis. Conclusion: all subassemblies submitted for analysis passed testing at the time of analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the high rate cover was missing, one bail cover was broken, one bail cover was missing, the ring cover was broken, one bail was missing, the main printed circuit board (pcb) was out of electrical specification, the interconnect flex was out of electrical specification, and the serial number label was damaged. (B)(4).

Event description:
It was reported that the front and rear cases of the external pulse generator were broken. The generator was returned for service. It was analyzed and tested out of specification. There was no patient involvement.